Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low voltage advisories with a distal tear in their driveline rubber overlay. Log file review confirmed and captured an odd string of low voltage advisories while on battery power. The log did not contain any evidence of any type of driveline shorting issue at the time. The patient reported having old and new batteries mixed together. The patient changed batteries based on time due to hearing loss and stated he would remove the old batteries from service and clean clips/ battery contacts with alcohol wipes; additionally he stated that he will watch his battery power over the next week and make sure they were working properly. The patient stated the batteries were lasting the appropriate amount of time and was unaware of alarms. The patient removed the old batteries from use. The driveline overlay tear was wrapped twice over with rescue tape preventing further bending at the tear.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline tear was not able to be confirmed through this evaluation as no images were provided and the device remains in use. A specific cause for the reported damage could not be conclusively determined through this evaluation. Review of the submitted log file showed the system operating as intended at or above the low speed limit throughout the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Additionally, several sections of the heartmate ii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.